Event description:
A malfunctioning alaris pump caused a delay in patient getting potassium replacement for a level of 3.2. A 20 meq/ 100ml bag was hung as a piggyback on a pump channel, the volume went down on the pump as if it was infusing, but the bag was still full. Nurse went to hang another bag and noticed the previous bag was still full, so nothing had infused. It was switched to another channel on the same pump, and the same thing happened.....now a 2 hour delay due to a pump malfunction. Nurse had to get a whole other pump and set it up.